Manufacturer narrative:
(B)(4). Product analysis:macroscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the thread. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.

Event description:
Procedure:transforaminal lumbar interbody fusion it was reported that on (B)(6) 2015, the patient underwent tlif surgery at l4-5 levels for treating spondylolisthesis. Intra-op, set screw on the cranial side (b) could not be broken off and spin around. It was found that threads of the screw were damaged. New screw was used and succeeded break-off. The surgical time was extended less than 15 min as a result of the event. The product did not come in contact with the patient. Additionally it was reported that compressor a was placed first and placed set screw provisionally. When next set screw was tried to be placed after placement of compressor b, the set screw was cross thread because the rod on the cranial side was slipped and raised a little from screw head.